Event description:
This complaint is being entered as part of a retrospective review. A female patient had a laparoscopic cholecystectomy on (B)(6) 2011. She developed a rash under the area where the benzoin and steri-strips were applied. Treatment cortisone cream, outcome recovered after treatment. Patient had previously had 2 prior surgeries where she did not react to the benzoin and steri-strips.

Manufacturer narrative:
(B)(4). Device not received for evaluation.